Event description:
It was reported that a device was used during a cholecystectomy. It was reported by the affiliate that the 512sd instrument has partial cuts (tears) just a few minutes after first initial use. The pt then had an extended or time.